Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)s approaching elective replacement indicator (eri) and it did not meet longevity expectations. The device remains in use. No patient complications have been reported as a result of this event.